Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that a small atrial septal defect (asd) due to transeptal puncture was present during follow up. In (B)(6) 2014 a double curve watchman access system was used to successfully deploy a 21mm watchman&#10252;aa closure device during a left atrial appendage (laa) closure procedure. The device was positioned distal to and spanned the entire ostium of the laa and a complete seal was observed. It was reported that af ablation was also performed during this procedure. In (B)(6) 2015, transesophageal echocardiogram revealed a small atrial septal defect was still present, related to the transeptal puncture during the implant procedure. No action was taken to treat the asd. The event was considered by the hospital as not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event was considered resolved in (B)(6) 2015.